Event description:
It was reported, that the pump's usb port was bent. Resulting, in difficulties charging the pump. There was no adverse impact the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.